Manufacturer narrative:
(B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes that there was foreign matter and a shield molding defect in one tube. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-mar-2024. H.6 investigation summary. Bd received 2 samples and 3 photos for investigation. Evaluation of both indicated a molding defect of the shield (short shot) and one tube had foreign matter (fm) inside the tube. Additionally, retention samples were visually inspected and no molding defects (short shots) or fm were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes molding defect (short shot) and fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes that there was foreign matter and a shield molding defect in one tube. There was no health impact or consequence reported.